Manufacturer narrative:
Device evaluation: the pump was returned with the sealed inflow conduit and sealed outflow graft disconnected. The pump appeared to have been exposed to a fixative or cleaning agent prior to being returned. Examination of the pump blood-contacting surfaces upon disassembly revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation of the returned pump revealed no device related issue and a correlation to the report of gastrointestinal bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's post-implant course was complicated by delayed sternal closure. The patient also experienced previously unreported gastrointestinal bleeds requiring multiple admissions. The patient has been off coumadin for an unspecified period of time. The patient's past medical history was also remarkable for rheumatoid arthritis requiring 5 mg of prednisone daily, chronic kidney disease, chronic obstructive pulmonary disease, and pulmonary hypertension. The patient was listed for orthotopic heart transplantation. An appropriate donor was available and the patient underwent a heart transplant on (B)(6) 2016.